Event description:
The patient reported experiencing elevated blood glucose in 2009 of up to 230 mg/dl. The patient switched to the backup infusion device and had no further issues. The patient's normal blood glucose range is 105-110 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.